Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 301029 batch no: 9242216. Event description per attached email states: "syringe with foreign object floating in saline."

Manufacturer narrative:
H.6. Investigation: one photo of a loose 10ml syringe with approximately 5ml of clear fluid inside was received and evaluated. It was observed there was a large brown foreign matter particle floating in the path. It appeared to be a piece of cardboard and was larger than level 2 in size, which was rejectable per product specification. Potential root cause for the foreign matter defect is associated with the material handling process. No corrective actions are necessary based on the defective rate identified. Batch 9242216 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 10ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 301029 batch no: 9242216. Event description per attached email states: "syringe with foreign object floating in saline."